Event description:
Complainant reported pt developing urinary retention as urine unable to flow through tubing into bag at connection site at top of bag.

Manufacturer narrative:
Based on the info provided this event is deemed a reportable malfunction. It was reported that the pt developed a urinary tract infection. The product was in use for 12-18 hrs. No add'l event/pt details have been provided to date. Should a sample or add'l info become available, a f/u report will be submitted. Reported to the FDA on (B)(4) 2014.